Event description:
It was reported the control module receives an l4-005 vacuum error during initialization. The sales demo control module was used to complete the case with no patient consequence.

Manufacturer narrative:
H.6.: uniboard. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the uniboard to be replaced. The device was functionally tested, met all product requirements and returned to the customer.